Event description:
It was reported that upon interrogation a warning message "&#34";software not compatible with generator"&#34"; was observed. Attempts to obtain additional information have been unsuccessful to date.

Event description:
On (B)(6) 2013, this physician responded that the device battery was expired/dead, and the patient was referred for revision. The patient underwent generator revision on (B)(6) 2013. The explanted generator was returned on 09/03/2013 for analysis the alleged failure to program and end of service events were determined to be the result of normal battery depletion. The depletion was an expected event as determined by blc and battery voltage measurement. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.